Manufacturer narrative:
Product investigation completed on 31-may-2021 showed no failure could be identified as a result of the investigation.

Event description:
Went in terrible shock [emotional distress]. Couldn't feel the string... Found it 19 days later-vagina [foreign body in reproductive tract]. String was on the wrong way [device physical property issue]. Consumer called to report that the tampon string was on the opposite end and she was unable to find it during removal. 19 days later she discovered that tampon had embedded in vagina. No serious injury was reported.